Event description:
It was reported that pulse width and cycling frequency settings were different after patient received an MRI hip scan. Neurologist reported that patient is having pain in her left head and neck every time the vns activates. The mr scan used a receive body coil and transmit inherent body coil. The exclusion zone and precautions were followed. No other relevant information has been received to date.

Event description:
It was later reported patient had a prophylactic generator replacement. Suspect device has not been received into product analysis to date. No other relevant information has been received to date.